Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35, lead. Implanted: (B)(6) 1998.

Event description:
It was reported that right ventricular (rv) lead thresholds were steadily increasing to greater than 2.5v@0.4ms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.